Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-00774. It was reported that during a stenting treatment procedure, guide wire removal difficulties and stent migration occurred. The +/-50% stenosed target lesion was located in the splenic artery. The thruway guide wire was positioned in the artery and the 6.0x18mm express vascular sd stent system was then advanced. The stent was deployed and fluoroscopy was performed. The delivery system was removed without issue. While removing the thruway guide wire, the j tip became caught on the distal stent struts. The physician pulled on the wire, the spiral tip stretched and ultimately the stent migrated to the aortic artery. Another physician assisted and they were able to recover the stent utilizing a retrieval device loop. However, the patient became unstable, possibly due to other comorbidities, and expired. This product is only ous approved but it is similar to an approved u.s. Device.